Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported completing the laser portion of a laser assisted cataract procedure successfully in the left eye of a patient with a small pupil. The capsulotomy size was reduced to 4.8 millimeters to proceed with the procedure. The patient was noted to have a floppy iris. Due to the small pupil, a ring was used to expand the pupil for the cataract removal portion of the procedure. During the cataract removal process, the surgeon noted an incomplete capsulotomy between 160 and 180 degrees. The capsulotomy was completed manually. During the quadrant removal process, a posterior capsule tear and fragments dropped into the vitreous cavity. The patient was moved to another operating room where a vitrectomy was performed by a vitreo retinal surgeon who completed the procedure. Additional information requested.